Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient for cardiac arrest, the device displayed an unrecognized "poor bridge contact" error message and failed to defibrillate with pads or paddles. Complainant indicated that the patient subsequently expired.